Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, it was reported that the pump touch screen was delayed in responding to presses. Customer¿s blood glucose level ranged from 168-198 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.